Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h4, h6: part: 03.010.523-us lot: 5l43441 manufacturing site: bettlach release to warehouse date: . November 5, 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523-us, lot: 5l43441 , and no non-conformances related to malfunction were identified. The nonconformance referred within the DHR is a planned one, that was aimed to manage all work orders which were in wip in bettlach site, during the cutover phase for the transition from old erp to the new erp. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot #: 5l43441) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip was broken. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: groove ø . Shaft ø . Measured dimensions: shaft diameter = conforming. Groove diameter = conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed connector for insertion handle: current and manufactured revisions. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the driving cap/threaded (p/n: 03.010.523, lot #: 5l43441). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: lot.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgical procedure. The item broken was the driving cap/impactor. The surgery was successfully finished with a backup device. There were no issues with the patient. There was no surgical delay. This complaint involves (1) device. This report is for (1) driving cap/threadeds. This report is 1 of 1 for (B)(4).